Event description:
It was reported that the lifeband could not be pulled up. Once device compresses the lifeband, it does not releases it. Platform was not used on a pt.

Manufacturer narrative:
Reported complaint of "unable to pull up the lifeband. Once device compresses it won't release" was verified. Clutch plate was replaced to remedy the problem. Archive file showed that a small pt/object had been onboard and user advisory 45 (not at "home" position after power-on/reset). There was no visual damage observed to the platform. Platform passed the final test.